Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide the completed investigation results. The actual device was not returned for evaluation. No evaluation could be conducted due to the device not being returned. There is no evidence that this event was related to a device defect or malfunction. With no return of the actual device the exact cause of the reported event cannot be definitively determined. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide additional information and to provide the actual device evaluation. One used 6fr angio-seal evolution device was received for product evaluation. No accessory components were received with the device. The returned evolution device was subjected to visual analysis where a blood like substance was found on the body of the evolution device, hemostatic sheath, exposed collagen, and tamping tube. The deployment sleeve was in the rear lock position with the color bands fully exposed. There was a noticeable kink in the hemostatic sheath approximately 0.37" distal to the hub of the hemostatic sheath. The exposed collagen was closely examined under microscopy, which showed that the collagen appeared to be partially tamped. There was no anchor tethered to the suture of collagen. No other visual anomalies were found with the device. Based on the returned sample, the complaint can be confirmed for anchor detachment due to the detachment of the anchor, which was not present with the returned sample. However, possible causes for anchor detachment include improper placement of the anchor in the patient, exposure of the suture to sharp edges, and excessive force applied to the device. The presence of a kink indicates it is likely that excessive force may have been applied to the device. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
Additional information was received on august 2, 2017. He has been noticing the device has not been acting the same as has previously, it was said that he does not know what is different, but the evolution that he is using lately is definitely not the same as the evolution he has been using for years.

Manufacturer narrative:
UDI: unknown due to the lot number being unknown. The actual device has been returned to the manufacturer facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, (B)(4) has been referenced in the conclusions section of evaluation codes. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record and complaint files. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported difficulties with involved angio-seal device. The following information was provided by the user facility: a long time user of angio-seal has experienced some problems recently deploying the device. The device completely came out of the patient including the baseplate when the doctor tried to deploy the device. The amount of blood loss is unknown.